Event description:
It was reported that the patient's implantable pulse generator (ipg) was explanted due to infection. The patient is doing fine. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID, 37085-60 serial# (B)(4), implanted: 2012 (B)(6), product type extension product ID, 37085-60 serial# (B)(4), implanted: 2012 (B)(6), product type extension product ID, 3389s-40 lot# va00wuq, implanted: 2012 (B)(6), product type lead product ID, 3389s-40 lot# va00wuq, implanted: 2012 (B)(6), product type lead. (B)(4).